Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was received without the original battery cap. With a test battery cap, pump turn on properly and no blank display noted. The pump was received with broken belt clip rails, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that crack at belt clip railing. The product was returned for analysis.